Event description:
The initial attorney report alleged adhesions, additional surgical intervention. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2000 - primary repair of ventral wall hernia with placement of one bard pre-shape mesh and two bard flat mesh. On (B)(6) 2003 - repair of ventral hernia with composix kugel mesh. Loops of small bowel and omentum were noted to be adhered to the three previously placed mesh. These adhesions were lysed. On (B)(6) 2007 - excision of the bard pre-shape mesh, both bard flat mesh, and the composix kugel mesh, a non-bard mesh was placed. The surgeon noted that the mesh was essentially in the correct position, although there were some minor contractures which contributed to the buckling of the mesh. Minimal attachments of the surrounding omentum to the mesh was also noted.

Manufacturer narrative:
Initially, one event was reported by the pts' attorney. However, review of the medical records showed there to be additional implants. Based on the information available at this time, no definitive conclusions can be made. Following explant of the bard mesh and the implant of the non-bard mesh the pt continued to experience issues with adhesions. The medical records indicate that the pt was treated for adhesions, which is a known possible adverse reaction listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00557 for information related to the other bard flat mesh implanted on (B)(6) 2000. See MDR 1213643-2012-00559 for information related to the bard flat mesh implanted on (B)(6) 2000. The composix kugel mesh implanted on (B)(6) 2003, was reported to the FDA in accordance with (B)(4).